Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment, the patient has been taking manual injections, in total 30 units of insulin in the last 24 hours.

Manufacturer narrative:
The soft cannula was observed to be damaged. It is unknown how or when this damage occurred and if this contributed to the reported event. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.